Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, during self test the device displayed error message code "analysis halted" and "shorted ECG" on the monitor screen. After the error message was received several times, the "test ok" message was displayed. The complainant indicated that there was no pt involvement in the reported failure.